Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of lupus was exacerbated by the lifevest equipment. The patient described the area as dry skin from previous skin sensitivities. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed benadryl cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.